Manufacturer narrative:
It was reported the device's display was inverted when the unit power was turned on. There was no report of patient involvement; harm to patient, user or third party, nor a treatment in delay. No interruption of ventilation or medical intervention was reported. The display connector on control board missing locking tabs causing damage to display ribbon cable. The control board and display ribbon cable was replaced to correct the problem. After performing service software checks per manufacturer specifications the unit passed all functional tests and the unit was returned to service . No further problems have been reported, no additional investigation is deemed necessary at this time. This case is considered as closed.

Event description:
Hamilton medical ag received the following event description: display is inverted when unit power on - no patient involvement - no intervention necessary.